Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. An 18f manta was used for closure after a tavr procedure using a valve. The lcf artery size was 10.5 x 11.5, depth measurement was 3.5+1, and there was moderate calcification on the anterior wall. After deployment oozing was noted, protamine was given and pressure was held for 20 minutes. Post angiogram showed reduced flow with collaterals filling the lower vessels. The patient was stable with a mild hematoma and good pulses below but not around the manta device, attempts were made to go up and over but the vessel was too tortuous and could not get multiple catheters to the left. The patient was sent to the or for a surgical cut down where the surgeon noted calcium protruding into the lumen and a blood clot superior to the manta anchor. The device was removed but noted it was properly placed. An endarterectomy was conducted to remove plaque from anterior and posterior walls and a bovine patch placed. The IFU was reviewed and confirmed to warn do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis or do not use if there is marked tortuosity of the femoral or iliac artery. Additionally, in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events are also associated with the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta deployed post tavr procedure, patient had oozing after deployment. Held pressure for 30mins, posy angio showed flow was occluded. Patient sent to or for surgical cut down. Artery size 10.5x 11.5 left common femoral artery. Calcification: moderate calcification on the anterior wall. Reversed with protamine. Manual compression for 20 minutes. Performed an additional angiogram and the flow was "not great" with collaterals filling the lower vessels. Tried to go up and over but it was too tortuous and could not get multiple catheters over to the left. Patient was stable with no bleeding with a mild hematoma. Good pulses below but not around the manta patient brought to the or for an excision of the left common femoral the surgeon noticed calcium protruding into the lumen and a blood clot superior to the manta anchor. The manta device was removed but noted to be properly placed. The plaque was excised from anterior and posterior walls and patch was sewn in.